Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 user noticed tip was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood and charred tissue were observed. A visual inspection determined that the heater wire was flexed away at the tip and center of the hot jaw, while remaining attached at the base. No other defects were detected. Based on the returned condition of the device the reported failure "bent wire" is confirmed. Specific actions for the reported failure "bent wire" is being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 user noticed tip was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.